Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went above 600 mg/dl and meter reading was high. Customer had symptoms as nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump had multiple power loss alarms. Customer was able to clear the alarms but did not received request to rewind. Customer performed self test and it was passed. Customer declined to troubleshoot for high blood glucose. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert or power loss alarm noted during testing or in the device trace download. However, device received with corroded battery tube.